Event description:
The nurse reported the settings were not correct and the irrigation would not stop. The nurse stated the irrigation would not stop during surgery. The system was switched out to complete the case. There was a ten minute delay. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The settings were reloaded. The staff reported to the company service rep that the footswitch was not working. The footswitch pcb was replaced as a diagnostic measure. The system was then tested and met all product specifications. The footswitch pcb has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).